Event description:
The reporter stated that the luers came off from the cartridge when connecting to another product. There was no pt involvement as this occurred during further assembly of the product by the customer.